Event description:
A customer contacted beckman coulter inc (bci) in regards to noticing a clear liquid on top of the pierced-cap sample tubes offloaded from the unicel dxc 600i synchron access clinical system. The customer observed a clear liquid from the cap piercer drain well leaking onto caps. The liquid was most likely identified to be diluted wash solution. The customer indicated that no patient results were affected, and no technicians were exposed to the leaking fluid.

Manufacturer narrative:
Customer had already replaced the blade and cleaned the drain well. Customer technical support (cts) advised the customer to stop using the cap piercer and remove the caps manually. A field service engineer (fse) was dispatched and flushed the cap piercer vacuum waste line. Fse also checked the connectors within the system. The fse verified repair per established procedures. The results meet published performance specifications.